Event description:
Trilliant sales representatives was informed by the surgery center at (B)(6) that a 300-52-005 plate was broken in a patient that had undergone surgery on (B)(6) 2017. A fusion did not occur and the plate will be removed from the patient on (B)(6) 2017. Follow up with the surgeon by the sales representative, the surgeon suspects the plate breakage was due to patient non-compliance and/or trauma. The patient came into the surgeon's office experiencing pain. The patient has a rather large dog and the patient reported that the dog had pounced or sat on the patient's foot and shortly after that she began to experience pain.